Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported the screen on his insulin pump has a line going across the screen. The display is going out. This started happening three days ago. Customer's blood glucose was unknown. He uses energizer batteries. The device has been dropped. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.